Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol composix l/p (device #2). An additional emdr was submitted to represent the bard//davol ventralight st (device #3). An additional emdr was submitted to represent the bard/davol ventrio st (device #4). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of a bard/davol ventralight st(device #1), (B)(6) 2013: the patient underwent surgery for implant of a bard/davol composix l/p (device #2). On (B)(6) 2015: the patient underwent surgery for implant of a bard/davol ventralight st (device #3). On (B)(6) 2016: the patient underwent surgery for implant of a bard/davol ventrio st (device #4). The patient is making a claim for an adverse patient outcome against the ventralight st(device #1) , composix l/p (device #2), ventralight st (device #3), and ventrio st (device #4). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."